Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, almost 2 months after the dental implant was installed in intraoral region #7, its non-osseointegration was observed. The implant was immediately carried out (i.e., was installed right afte the tooth extraction) and it was immediately loaded. The patient presented bone type iii and fenestration occurred during surgery.